Event description:
It was reported that, while in use on a patient, the return tidal volume on a 980 ventilator was high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Reportedly, after the patient was transferred to an alternate ventilator, the customer tried to perform troubleshooting on the ventilator and the ventilator became inoperable. The service engineer (se) inspected the device reported that the ventilator was delivering the set volume. The se found that the exhalation flow sensor (evq) was damaged. The se replaced the evq. The se performed calibrations and extended self-testing on the device and all tests passed.